Manufacturer narrative:
(B)(4).

Event description:
(Os 19.531). The dentist reported that a month after the dental implants were installed in intraoral regions #21, #24, #26 and #27 it was verified its non osseointegration. 45 ncm of primary stability was achieved and immediate load was performed.